Event description:
The customer contact reported that during preventive maintenance testing at the user facility there was an unspecified issue with the device touchscreen and could not get into test mode. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen responded and was able to be calibrated; however, the keys were out of alignment. The probable cause was due to fluid spillage found on the bottom and sides of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.